Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that after several attempts, the 2.5 x 23 m rx xience v stent delivery stent (sds) could not cross the lesion. Upon removal of the sds, it was noted that the stent implant had dislodged and remained in the patient's vessel. The patient was taken to coronary artery bypass graft (CABG) surgery. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.